Event description:
The customer reported failing quality control (qc) and a few drops of fluid leaked from the probe of the coulter ac·t diff analyzer during startup. The leak was not contained within the instrument. The customer was wearing gloves and a lab coat at the time of the incident. There was no exposure to mucous membranes or open wounds. No erroneous results were generated in connection with this event. There was no death, injury, or affect to user or to patient treatment attributed to this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was not dispatched to the site for this event. The customer was able to troubleshoot the leak with help from the customer technical specialist (cts) over the phone. The customer cleaned the probe wipe and the probe housing. The customer performed a quality controls and the bath bleaching procedure. The instrument ran without any leaks or errors. The instrument was returned to normal operation. (B)(4).